Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The lariat was being used to ligate the left atrial appendage. Ligation of the laa was successful and unremarkable with 100% closure as evidenced by the final tee/3dtee that was performed with the suture deployed and tightened and with the lariat snare removed from the laa. Upon removal of the devices, it was noted that the suture with the knot all came out of the body at the same time. Bleeding was noted as well as an effusion on tee. The patient went to surgery and the surgeon was able to repair the laa. Per the physician, the patient was reported as stable post-surgery.